Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an alarm without error message occurred. New cassette was installed without changing the extender on the pump. Eight hours later, there was an alarm without a message. The patient tried another pump and same alarm. Cassette was changed and it is back to normal. No patient injury was reported.